Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient¿s blood glucose (bg) reached >250 mg/dl while wearing the pod between 4 and 24 hours. While patient was reporting this pod for hyperglycemia, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Upon removal of the pod, the cannula was found to be bent.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered 452 pulses, including immediate non-priming boluses. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. The pod functioned as intended. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.